Event description:
Caller reported an occlusion alarm, but cts was unable to verify the alarm number in pump history. There was no reported impact on the customer's blood glucose level as specific values were not provided. Cts instructed the caller to disconnect the tubing and perform a series of troubleshooting steps, but the occlusion alarm recurred. It was revealed that the blockage was in the cartridge, not from a ball of insulin, and that the cartridge had been in use for over 48 hours. Cts advised changing cartridges every 48 hours when using humalog, and the customer understood and acknowledged this. Subsequently, the customer changed the necessary supplies and resumed insulin therapy.